Event description:
The study was a randomised comparison of novolimus-eluting (non-medtronic) and zotarolimus-eluting (endeavor rx) coronary stents. The study randomised (B)(4) patients with a maximum of two de novo coronary artery lesions in two different epicardial vessels in a ratio of 2:1 to treatment with either the novolimus eluting stent ((B)(4) patients) or the endeavor stent ((B)(4) patients). The primary endpoint was in-stent mean late lumen loss (lll) at 9-months follow-up. In-stent percent volume obstruction (%vo) was measured in a sub-group of (B)(4) patients having 9-month intravascular ultrasound (ivus) follow-up. Clinical secondary endpoints included a device orientated composite of cardiac death, target vessel myocardial infarction (mi), and clinically indicated target lesion revascularisation assessed at 9-months follow-up. At 9-months, the in-stent lll was approximately 0.11 mm in the nes arm, as compared to approximately 0.63 mm in the endeavor rx arm. In-stent % vo was approximately 4.5% and 20.9% for novolimus and endeavor rx respectively. There was no significant difference between stent groups in the device orientated composite endpoint. One myocardial infarction, five target vessel revascularizations and four target lesion revascularizations were reported in the endeavor rx group. There were no death or stent thrombosis events reported for the endeavor rx group.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi, restenosis of the stented artery). The information could not be matched with other information known to medtronic. Attempts made to obtain additional details. Age at event - mean age - date of event - date of publication (month and year valid only) eurointervention 2010;6-online publish-ahead-of-print (B)(6) 2010 "a randomised comparison of novolimus-eluting and zotarolimus-eluting coronary stents: 9-month follow-up results of the (B)(4)study".